Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after inserting the leadless implantable pulse generator (ipg) introducer sheath into the patients body, the introducer was aspirating air. The introducer was replaced. No patient complications have been reported as a result of this event.